Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The attorney report indicates that the patient sustained serious and permanent injuries as a result of the composix kugel mesh used in the patient's hernia repair. The report does not identify a specific device problem and no product was returned for evaluation. Additionally, medical records, autopsy report or any other medical information has not been provided. With the currently available information, no conclusion can be drawn.

Event description:
The following was reported by the attorney for the patient: ni/ni/ni - patient underwent hernia repair with composix kugel. On (B)(6) 2008 - the patient expired. The attorney alleges the patient sustained serious and permanent injuries, suffering pain, and death as a result of the composix kugel mesh.